Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and "patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and "patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, red particles, cloudy, wear abrasion and creases. A weight test of the device was verified and the device was within specification. Bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.